Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 509-02-58f; tritanium revision acetabular; lot code: mnm5h4. Cat. No.: 6276-7-017; mod con dist stem 17 x 155 mm; lot code: caxr60jd. Cat. No.: 6276-1-125; 25mm mod rev hip bdy/blt +10mm component level 9006-1-125; lot code: 50332202. Cat. No.: 6570-0-536; delta v-40 ceramic head 36/+2,5; lot code: 50572504. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital discarded.

Event description:
Implants removed due to infection.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: insufficient information was received for review with the clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot or the sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology reports, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Implants removed due to infection.